Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. This system has not been evaluated by ge healthcare. The customer was offered a price quote for evaluation and repair but the quote was not accepted. There is no confirmation that this issue has been resolved.

Event description:
The hospital reported that, machine is switching off automatically. There was no reported patient involvement.